Event description:
It was reported the patient had a shocking or jolting sensation. The patient stated they were at a funeral and in a lot of pain. When they were in the car on the way home they felt like they were getting electrocuted in their right ankle with ¿tremendous electrical shocks¿ lasting up to 40 seconds. Two hours later when they were at home it did it again for 20 seconds. They further noted that months prior to the call is when the problem began. They had trouble with their left leg and had to turn from one side of the bed to the other to ease the pain. They further noted they were not getting the relief they need in their left leg and the stimulation ¿gets to great¿ on their right side. No intervention or outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Event description:
Additional information received reported the patient had received assistance from their manufacturer representative and health care provider (hcp) to only a point but they still had concerns with their device or therapy. As of (B)(6) 2015 the manufacturer representative had not heard from the patient and no further action had been taken.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 7754, serial# (B)(4), product type: recharger. Product ID: 97792, lot# n381410, implanted: (B)(6) 2013, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).